Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # kgk381, exp. Date 05/31/2018, MFR. Date 06/28/2016. Batch # kgm381, exp. Date 05/31/2018, MFR. Date 06/03/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date of index surgical procedure ¿no information. The diagnosis and indication for the index surgical procedure? ¿no information. What were current symptoms following the index surgical procedure? ¿one month after the operation, the whole surgical wound including the wound of the epidermis became open. Onset date? ¿no information. Other relevant patient history/concomitant medications ¿no information. On what tissue was the stratafix suture used? ¿fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? ¿no information. What date did the patient present with symptoms? ¿no information. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? ¿no information. Was there any patient factor related to the delayed healing? ¿no information. Was the suture broken in the middle? ¿no information. Were the suture fixation tabs broken? ¿no information. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? ¿no information. What type of suture was used on each layer of the skin? ¿no information. Was wound opening observed in these layers as well? ¿no information. Product lot # ¿possible lot numbers are kgk381 and kgm381. If applicable, will product be returned, return date, tracking information ¿no product will be returned.

Event description:
It was reported that the patient underwent a cervical spine procedure on unknown date and the barbed suture was used on fascia. The surgical wound was 4 -5 cm. One month after the procedure, the patient heard a snapping sound and went to the hospital. It was found that the whole surgical wound including the wound of the epidermis became open. The wound was re-sutured. The doctor opined that the barbed suture might not be suitable for neck procedures since excessive tension is applied to it. The patient is recovering well and no infection has been observed.